Event description:
Customer called to report high blood glucose. It was stated all programming on the pump was accurate. Troubleshooting was performed. The pump's driver block moved back and forth across the lead screw even when the driver arms were in place to push the reservoir. Device was not dropped, bumped, or exposed to moisture. Customer treated high blood glucose with a manual injection.